Manufacturer narrative:
The visual evaluation showed that two of the upper bolts were loose. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to information provided by the customer one screw stripped out of 4 bar system (top of knee on the flexion adjustment side). No fall, no injuries.